Event description:
The account alleged a patient became entrapped in the siderails while trying to exit the bed. The patient was extracted from the unit and placed back in bed with one of the siderails lowered. The patient fell out of bed and was found on the floor. There were no injuries related to these events.